Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had mixed product issues. The following information was provided by the initial reporter : the consumer reported that having purchased a box of believed to be 320144 pens but was mixed with 320555 pens. Date of event : 08/27/2021. Sample status : discarded.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2021-09-15. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0330603 ¿ device expiration date : 11/30/2025 ¿ device manufacture date : 11/25/2020. Lot # : unknown ¿ device expiration date : unknown ¿ device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had mixed product issues. The following information was provided by the initial reporter : the consumer reported that having purchased a box of believed to be 320144 pens but was mixed with 320555 pens. Date of event : (B)(6) 2021. Sample status : discarded.